Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of the pumping segment breaking was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The tubing at the upper filament was torn. The ring retainer was still on the set and the tubing was not fully separated. A device history record review could not be performed on model 10010453 because a lot number was not provided by the customer. A root cause for this defect is misloading the set into the pump. If the set is not loaded from top to bottom, tears can be created in the pumping segment due to excessive stress. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: one sample was returned for investigation. Through visual inspection the customer complaint was verified. The tubing was damaged below the upper filament. The ring retainer was still attached to the set. Tear, not fully through tubing. A root cause for this defect is misloading the set into the pump. If the set is not loaded from top to bottom, tears can be created in the pumping segment due to excessive stress.

Event description:
It was reported that the gem 20dp v/nv ntg 1.2mf 1ss dehp free experienced defective/damaged tubing. The following information was provided by the initial reporter: material no: 10010453, batch no: unknown. I wanted to notify you of a defective product issue we had this weekend, (B)(6). The rn stated ¿lipids were infusing and the tubing broke below the blue tip on the soft part of the tubing that passes through the alaris pump brain.¿